Manufacturer narrative:
Report is for one (1) unknown 4.5mm multi-lock screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2015, a patient was implanted with a humeral nail due to an unknown injury. On (B)(6) 2016, the humeral nail was removed due to nonunion. The nail was removed intact and without difficulty. Two (2) 4.0mm locking screws and one (1) 4.5mm multi-lock screw were also explanted intact. No delay in surgery was reported and no adverse event against the patient was identified. This report is for one (1) unknown 4.5mm multi-lock screw this is report 3 of 3 for (B)(4).